Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study and a manufacturer representative reported the pump was explanted/replaced on (B)(6) 2017 and the pump was being sent back to manufacturer for analysis. It was stated that the pump continues to beep, and it was discussed how alarm events are silenced. It was later reported on (B)(6) 2017 the patient called complaining of the pump beeping, abdominal spasms, and pain. The patient went to the emergency room (ER) and the pump was interrogated on (B)(6) 2017 and had premature battery failure. Interventions included the pump was explanted/replaced on (B)(6) 2017 and will be returned to manufacturer for analysis. The event resulted in in-patient or prolonged hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The cause of the low battery reset was not determined. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found a pump motor feedthru anomaly of shorting across insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine, concentration 1000 mg/ml at a dose/frequency of 150 mcg/day and baclofen (unknown), concentration 500 mcg/ml at a dose/frequency of 75 mcg/day via intrathecal drug delivery pump for intractable spasticity and myelopathy. It was reported that a critical alarm was heard and confirmed by telemetry. It was reported that a low battery reset occurred and safe state occurred. It was reported that pump logs were checked. It was reported that the following troubleshooting considerations were reviewed: consider replacing the pump, managing the patient by other means, programming out of the reset, having the pump sent back to the manufacturer for analysis. The hcp reported that he was planning on keeping the patient at the hospital and medically managing with medication. The hcp reported he would try to program a bolus to make the patient feel better and see if it was possible. The hcp reported he would most likely be replacing the pump th e day after this report. It was reported that the patient had a return of symptoms: the patient had a burning sensation and a return of spasticity. No further complications were reported.